Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had intermittent pocket stimulation and pain which was also felt upon device interrogation. It occurred in both bipolar and unipolar with high outputs. The lead is still in use. No further patient complications have been reported as a result of this event.